Event description:
It was reported to philips that the system's footswitch fluoroscopy pedal was intermittently failing, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using the same pedal. The customer reported that the wireless footswitch was not working properly. The philips field service engineer (fse) inspected the system onsite but was unable to replicate the customer reported issue during the visit. Upon troubleshooting, the fse checked the wireless footswitch, and it was functioning normally, with both wi-fi and battery indicators within expected parameters. However, due to the intermittent nature of the issue reported by the customer, the fse proceeded to replace the wireless footswitch as a precautionary measure. After the replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. The reported wfs issue did not impact on the completion of the procedure. The procedure was completed as planned by using the same wfs, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.